Manufacturer narrative:
The reported problem was investigated via field service support technician (fst) who spoke with the rn who stated that she witnessed the spo2 showing 64% on the monitor and the baby turning blue and the monitor alarming for a yellow alarm with a delay on (B)(6) 2018 around 8:30 am - 9:30 am. The fst advised the customer while reviewing alarms with the biomed that the alarms occurred between the hours of 8:30 am - 9:30 am for both yellow and red low spo2 alarms. She also advised the biomed to consider replacing the mms and testing mms for spo2 accuracy and have the rn change the masimo disposable sensor. The fst remotely accessed and pulled the clinical audit logs and log files to review for alarm behavior. The customer asked for clarification on alarm settings and delay time with spo2. Spo2 limits set to high 100 low 88 desat 81 the fst walked customer through checking the averaging time - 16 seconds per customer, low alarm delay = 5 seconds and desat delay = 20 seconds. The fst reviewed with customer how the spo2 is measured and meeting the criteria of averaging time and alarm delay times and had customer review alarms on patient with customer. The customer reports that the nurse was concerned with values seen and alarming status but the fst advised the customer that from above results monitor alarmed when limits were violated and that there could be no malfunction identified, the device is alarming as configured. The customer was content with the evaluation of the log files and clinical audit files and that the averaging time and alarm delay times caused the nurse to be concerned for the length of time to audibly alert. No malfunction of the device occurred as this was due to an unexpected alarm delay as a result of a configuration issue. The problem was solved by instructing the customer by the field service support technician which is considered as all that is warranted for this issue. The product remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that they have questions on the spo2 alarming. The registered nurse (rn) was concerned that monitor is alarming late for low spo2. It was reported that a baby turned blue and required stimulation and oxygen delivery. The device was used for monitoring at the time of the alleged malfunction. Patient is (B)(6) and male, the weight was not provided. No ill effect reported as patient outcome but the patient is continued to be monitored.